Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a proglide device after a cardiac ablation interventional procedure with a 10f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the link. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it appears the posterior needle did not fully eject from the posterior foot prior to the plunger pull inducing a separation of the link. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.